Event description:
During a routine inspection, it was reported that the device would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control has rec'd the device and is currently in the process of evaluating it at the failure analysis center. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.